Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however an image as provided by the customer. The complaint can be confirmed for sheath separation based on the status of the device in the provided image. The exact root cause could not be determined. The complaint mentions that the procedure was completed with this sheath and that the separation was noticed/addressed afterwards. The likely root cause of the sheath separation is that the sheath experienced high tensional forces when being pulled out from the artery, causing it to tear. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided a3b: gender: n/a. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ic. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that two access sites were created in the same radial artery. The first access site was small, and they were unsure if they were in the vessel. The second access site was in the same artery was created to verify. A 014 wire through and a 035 catheter balloon was used, they took pics of rt/lt. They pulled the first sheath, and then pulled second sheath retrieved with a balloon. Additional information was received on 26jun2024: the physician gained access with two sheaths in the same radial artery. This sheath was the second sheath placed, which sheared during the procedure. Additional information was received on 27jun2024: the procedure was completed using the sheath. The patient was stable. The sheath sheared inside the patient and a balloon was used to retrieve.